Event description:
Angiogram of right leg artery performed. The outback catheter was used for re-entry. During insertion, the tip broke off inside the sheath. The sheath was cut in half removing the broken tip. A new sheath was inserted. No harm to the patient.